Event description:
It was reported that the pump gave an alarm error code 41622. There was no patient involvement and harm.

Manufacturer narrative:
One device was returned for analysis of complaint of error code 41622. Review of event log found error code 41622. There were no previous repairs related to the current complaint. Complaint of "error code 41622" was confirmed through functional testing. Found debris in cam shaft, preventing motor from proper rotation. Cleaned cam shaft. Device passed testing post repair.